Event description:
Customer reports experiencing false negatives when running samples compared to their other in house pcr assay (thermo fisher). Waiting for data files, information on consumables and if they are running samples on an ldt. Customer is using thermo fisher 7500 fast, 96.

Manufacturer narrative:
Customer reports experiencing false negatives when running samples compared to their other in house pcr assay (thermo fisher). Waiting for data files, information on consumables and if they are running samples on an ldt. Customer is using thermo fisher 7500 fast, 96. Three units of lot # m2200187 have been provided to customer to perform internal investigation and lot to lot comparison testing. As of 06/28/2022, customer has not reported findings of internal troubleshooting investigation and is still collecting data. Field applications team will continue to work with customer to determine root cause of the issue. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.